Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on the same day post implant and directly post pocket closure, the right atrial (ra) lead dislodged. It was also reported that the right ventricular (rv) lead exhibited placement difficulty due to patient anatomy, high and unstable thresholds and dislodgement. The ra lead was repositioned and remains in use. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.